Manufacturer narrative:
The manufacturing and material records for the stent and perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease (like in this case, the patient had rbbb) and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the percival IFU. Should further information be received in the future, a follow up report will be provided. Valve remains implanted.

Event description:
On (B)(6) 2022, a percival sutureless aortic heart valve, pvs23 was implanted. Complete atrioventricular block occurred immediately after the operation, the patient was followed-up, and a pacemaker was placed on (B)(6) 2022. Reportedly, patient has been well, other than the implantation of pacemaker for atrioventricular block. No procedural factors that may have contributed to the event have been identified. Patient had history of rbbb. There was no problem with the valve functionality and no CPR or heart massage have been performed.